Event description:
On july 19, 2023, misonix received a product occurrence report for an event that occurred on (B)(6) 2023, while using a sonastar® ultrasonic surgical aspiration system, (part number system-m360-0, serial number (B)(6) during a hepatectomy. Specifically, it was reported that a few minutes into the procedure the console displayed an e1 fault message. The handpiece used at the time of the event was changed and two additional handpieces used during troubleshooting also displayed the same error message. The customer has confirmed that the 3 handpieces in use at the time of the event have subsequently been used on other generators with no issue. A serious injury to the patient or user was not reported; however, on august 2, 2023, misonix received confirmation of a delay in treatment greater than 15 minutes. Medical intervention required to preclude serious injury was not reported.

Manufacturer narrative:
Sonastar® ultrasonic surgical aspiration system (p/n: system-m360-0, s/n: (B)(6). · sonastar® short straight 23khz handpieces (part number cfsx6-h321) o s/n: (B)(6), o s/n: (B)(6), o s/n: (B)(6) , · sonastar® aspiration tip 1.9mm standard short, sterile (p/n: mxa-d212, l/n: 223005) on july 19, 2023, misonix received a product occurrence report for an event that occurred on (B)(6) 2023., while using a sonastar® ultrasonic surgical aspiration system, (part number system-m360-0, serial number (B)(6) during a hepatectomy. Specifically, it was reported that a few minutes into the procedure the console displayed an e1 fault message. The handpiece used at the time of the event was changed and two additional handpieces used during troubleshooting also displayed the same error message. The customer has confirmed that the 3 handpieces in use at the time of the event have subsequently been used on other generators with no issue. A serious injury to the patient or user was not reported; however, on august 2, 2023, misonix received confirmation of a delay in treatment greater than 15 minutes. Medical intervention required to preclude serious injury was not reported. Additional correspondence confirms the patient had no adverse consequences during the delay and the surgeon continued the operation without using the sonastar®. The procedure did not exceed the scheduled timeframe. The device history record was reviewed for the sonastar® ultrasonic surgical aspiration system, (part number system-m360-0, serial number (B)(6), sonastar® short straight 23khz handpieces (part number cfsx6-h321, s/n's:(B)(6) and the sonastar® aspiration tip 1.9mm standard short, sterile disposable kits (p/n: mxa-d212, l/n: 223005). Inspection and test results met specifications prior to release to commerce. The instructions for use manual (IFU-607, revision j) contains the following warning, cautions and note to mitigate harm from delay in treatment, and troubleshooting steps in the event of an error message: warning 1.2: the sonastar® system is intended to be used in various types of invasive, surgical procedures. There may be indirect danger to the patient should the device fail during the procedure. It is recommended that the facility follows its back-up equipment protocols. Caution 6.2: it is strongly advised that a sterile backup handpiece be readily available in the operating room as insurance against any contamination or malfunction of the handpiece used during surgery. Caution 6.10: the system check should always be done in advance of preparing the patient for surgery to minimize risk to patient in case of system malfunction. Caution 6.13: if a fault occurs, suspend operation of handpiece and unit. Determine the cause of the problem and its solution by consulting the troubleshooting tables found in section 10 of this manual. Note 6.1: the sonastar® system should be fully tested and inspected prior to each procedure. The console, footswitch, handpieces, all cables and accessories should be examined for proper appearance and condition, and the initial system setup test should be performed with each handpiece to ensure proper operation. The sonastar® ultrasonic surgical aspiration system generator monitors the electrical output to the handpiece at all times. If there is an imbalance of current the generator automatically disables the ultrasound output to prevent unsafe patient or user leakage current. If this occurs, the "e1" fault code is displayed on the front panel and an audible tone can be heard. The generator giving an e1 fault code is an indication that there is a probe tip problem. The three subject handpieces and the disposable probe tip part numbers used at the time of the event will not be returned for evaluation. The subject generator was received by misonix on august 16, 2023, and is currently under evaluation to determine root cause. This report will be updated to reflect the conclusions of the investigation at that time.

Manufacturer narrative:
Follow up # 1 the subject generator was returned to misonix for evaluation. Inspection and testing confirmed the generator displayed an e1 fault message during evaluation due to a defective irrigation pump assembly. The generator was repaired by replacing the irrigation motor assembly. All inspection and test results were in conformance with misonix's specifications after the repair. The investigation has been concluded.

Event description:
On july 19, 2023, misonix received a product occurrence report for an event that occurred on may 26, 2023, while using a sonastar® ultrasonic surgical aspiration system, (part number system-m360-0, serial number (B)(6) during a hepatectomy. Specifically, it was reported that a few minutes into the procedure the console displayed an e1 fault message. The handpiece used at the time of the event was changed and two additional handpieces used during troubleshooting also displayed the same error message. The customer has confirmed that the 3 handpieces in use at the time of the event have subsequently been used on other generators with no issue. A serious injury to the patient or user was not reported; however, on (B)(6) 2023, misonix received confirmation of a delay in treatment greater than 15 minutes. Medical intervention required to preclude serious injury was not reported.